Manufacturer narrative:
All relevant device history records (dhrs) for the custom-made relay pro nbs (nc)thoracic stent-graft system (28-nc38n24034s2590) with final assembly lot# 2510170041, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2025. There were no nonconformances or reworks in relation to the device. The patient underwent a thoracic endovascular aortic repair (tevar) on (B)(6) 2025, to treat an aortic aneurysm. During the procedure, the custom-made relay pro nbs double branch device (catalog # 28-nc38n24034s2590) was deployed but the proximal clasp could not be released as the clasp detached from the outer control tube (oct). The physician converted to open surgery after attempting bailout techniques for several hours. Under circulatory arrest, the physician retracted the proximal clasp and released the stent-graft. The procedure was completed. Additional information provided indicated the patient passed away on (B)(6) 2025. The cause of death communicated was embolic stroke and multi organ failure post-operation. A review of the device history records showed no issues were found during the manufacture of the device. The pre-case plan was provided. A review of the pre-case plan was performed, in which moderately tortuous and diseased aorta was observed at the aortic arch and descending thoracic aorta. The delivery system was returned and evaluated. The delivery system was received disassembled/broken due to the bailout techniques performed during the procedure. The oct was isolated, and it was observed the oct experienced a bond/separation failure from the proximal clasp. The sanding length of the oct was within specification, measured at 62 +/- 1mm per drawing no. 2833-0520-xx [proximal apex clasp assembly (d1)]. Manufacturing instruction mi-0255 rev. 06 [proximal clasp assembly (d1)] instructs the operator to sand the distal end of the outer control tube, and the component is then inspected to ensure uniform sanding and 360° coverage. The proximal clasp is bonded to the oct with masterbond adhesive, and an in-process inspection (ipi) is performed to ensure the bond strength is 10 lbs minimum. The delivery system underwent decontamination and was returned for follow-up evaluation. The oct, particularly the bonding region between the oct and proximal clasp, was inspected via microscopic view. During the evaluation of the oct, it was observed there was indication of a lack of adhesive present on the sanded region of the oct and within the proximal clasp. Considering the failure could not be replicated during internal studies, the root cause of the detachment of the proximal clasp from the oct could not be confirmed. CAPA-2025-0045 was opened to address the issue of oct detachment from the proximal clasp. Considering the possible root cause of the oct breakage, immediate corrective actions were implemented on (B)(6) 2025, under CAPA-2025-0045 which include the following process changes to manufacturing instruction mi-0255 rev. 07 via pkt-6907: ·clarified glue application process on the oct to attach the proximal clasp and added additional reference pictures. ·removal of instructions on using razor to remove excess glue after curing. Units with excess adhesive are quarantined by quality to determine disposition of the assembly. The device was manufactured on october 23, 2025, prior to the corrective actions implemented on (B)(6) 2025, under CAPA 2025-0045. Further corrective actions regarding the reported failure include the planning of a design change of the proximal clasp assembly to mitigate the occurrence of the failure mode in the field. The cause of the embolic stroke and organ failure that led to patient death could not be determined. Although the extensive surgical procedure may have contributed to the adverse event, the root cause of the embolic stroke and organ failure could not be confirmed without proper clinical studies of the patient. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure mode of inability to release the proximal stents could not be determined. The root cause of the failure mode of other adverse event post-procedure resulting in patient death was embolic stroke and multi organ failure.

Event description:
"After deploying the graft in the correct position and proceeding to step 3, it was impossible to perform step 4: when attempting to recapture the tip, the graft moved as if the proximal clasp were still attached. We tried all bailout techniques to release the clasp, but none were successful (advancing and retracting the tip, peeling the green tube to pull more strongly on the proximal clasp, attempting to catch it with a snare, etc.). After 6 hours, prof. (B)(6) decided to convert to open surgery with extracorporeal circulation. Under circulatory arrest, he was able to detach the proximal clasp of the graft and recapture the tip. We finally completed the procedure with the two branches, and the final result is acceptable. Additional information received on 12/09/2025: patient passed away from stroke and multi organ failure". Patient outcome: "the patient came out of the operating room alive after 13 hours of surgery. At day 1 (on saturday), no major cardiological concerns. Waiting for the awakening to check if neurological concerns additional information received on 12/09/2025: patient passed away from stroke and multi organ failure".

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay pro custom-made device. The custom-made relay pro devices are not marketed in the us; however, they are similar to the relay thoracic stent graft with pro delivery system approved for sale in the us (p200045). The event occurred in (B)(6). Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.